Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported they were told that their right atrial (ra) lead had ¿slipped¿. Follow up conducted confirmed high thresholds on the ra as well as the left ventricular (lv) lead. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.